Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that six months earlier the device battery read one year remaining. During a phone check three months after that the magnet rate was at elective replacement near (ern). When the patient presented for a follow up visit thee months later they were unable to interrogate the device due to no telemetry and no pacing output. The pacemaker was explanted and another manufacturer's device was implanted. No additional adverse patient effects were reported.